Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station had experienced issues with the profile feature. A technical support specialist verified that the device had been configured correctly and was operating as intended. It was further determined that the issue stemmed from timing discrepancies between order processing and the affected unit. Then the appropriate es settings were communicated to the customer to adjust for scenarios involving external workflow or timing issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a profile feature issues. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.